Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no adverse impact on the customer's blood glucose level. The customer continued to use the original cartridge for insulin therapy.